Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted, and grasping was successfully performed, reducing mr to a grade of 2+. However, the physician wanted to change the clip size. Therefore, the clip was opened and retracted into the left atrium (la). While attempting to retract the clip into the steerable guide catheter (sgc), the clip became entrapped into the soft tip of the sgc. It was noted the retraction failure was caused because the delivery catheter (dc) handle was not fully retracted and the fastener was not secured. Troubleshooting was performed, but the clip was unable to be freed from the sgc. Therefore, the physician attempted to remove both devices together. During retraction, the clip became entrapped into the internal wall of the right femoral vein. To remove the device, the femoral vein was surgically opened. The clip was successfully removed, and physician decided to continue the procedure using the left femoral vein. A new sgc and two clips were inserted, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - failure to follow steps / instructions.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove cds from sgc was a cascading event of the reported improper or incorrect procedure or method. The reported improper or incorrect procedure or method was due to the user not fully retracted the dc handle and not fully secured the fastener. The reported of the patient effects tissue injury appears to be due to procedural conditions. Additionally, tissue injury is listed in the IFU as a known potential complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.